Event description:
The customer reported to olympus that the evis lucera elite bronchovideoscope had no image, or a noisy image. The issue was observed during preparation for use on a diagnostic (bronchoscopy) procedure. The procedure was completed with a similar device, and there were no delays reported, and no patient or user harm associated with the event.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was not confirmed. The device evaluation found the plug unit and the advanced diagnostic board were both defective and causing noisy image and a b30 error, and due to corrosion on the plug unit the scope connector could not be connected securely. Based on the results of the investigation, the root cause could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.